Manufacturer narrative:
(B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (model zxr00, +22.5 diopter) was explanted in a secondary surgical procedure from the left eye of a male patient. Reportedly a different lens was implanted as a replacement (model zxt150, + 23.0 diopter). The reason for the explant was not provided. There were no complications, no incision enlargement and no vitrectomy was performed. No further information was provided.

Manufacturer narrative:
Corrected data: through follow up with the surgery center it was learnt that they initially reported an incorrect suspect product. The correct suspect intraocular lens (iol) is zxt150, serial number (B)(4), implanted on (B)(6) 2017. The replacement lens is zxr00, serial number (B)(4). It was also reported that the reason for the explant was that the astigmatism got worst. No incision enlargement, no vitrectomy was performed, no sutures were used and no patient post-op injury was reported. The patient was reported as being well following the explant. No further information was provided. Therefore the following fields have been updated from what was reported in the initial MDR. Brand name: tecnis symfony toric. Model#: zxt150 - catalog #: zxt150u230. Serial #: (B)(4). Unique identifier (UDI#): (B)(4). Expiration date: 02/15/2022. Device manufacture date: 02/15/2017 additional (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/17/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site. Visual inspection showed that the lens was cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.